Event description:
It was reported that the plunger of the vitagel transfer syringe was sunctioned back in following the transfer of plasma from vitaprep. As a result the scrub nurse was exposed to pt plasma.

Manufacturer narrative:
This issue is currently under investigation, a follow up report will be submitted upon completion of investigation.